Manufacturer narrative:
A2: date of birth is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e shock. The patient was supported with veno-arterial extracorporeal membrane oxygenation as the primary mechanical circulatory support modality, with concomitant impella cp support. While undergoing computed tomography evaluation as part of a workup for surgical escalation to impella 5.5 support, the care team reported that the patient developed small embolic strokes. Subsequent transthoracic echocardiography demonstrated thrombus on the impella cp catheter pigtail within the left ventricle. The patient had remained on therapeutic anticoagulation throughout support and was concurrently receiving veno-arterial extracorporeal membrane oxygenation. The patient was evaluated by the neurology service and continued to demonstrate neurological responsiveness while sedation was being gradually weaned for further assessment. The patient was subsequently bridged to impella 5.5 support 10 days after the reported event. The reported thrombus and cerebrovascular events occurred in the setting of acute myocardial infarction, cardiogenic shock, concurrent mechanical circulatory support with impella cp and veno-arterial extracorporeal membrane oxygenation, and critical illness.